Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys ft3 iii results for 3 patient samples tested on a cobas 6000 e601 module. Repeat testing was performed on (B)(6) 2018 after the field engineering specialist changed the measuring cell. Patient 1 initial ft3 iii result was 29.29 pmol/l and repeat result was 5.35 pmol/l. Patient 2 initial ft3 iii result was 15.55 pmol/l and repeat result was 4.95 pmol/l. Patient 3 initial ft3 iii result was 32.76 pmol/l and repeat result was 5.68 pmol/l. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The ft3 iii reagent lot was 277945 with an expiration date that was requested but not provided. Further investigation showed that qc results on the day of event were good. The field engineering specialist finding was determined to be the root cause. After replacement of the measuring cell, the field engineering specialist performed performance testing. The analyzer has been working properly following the cell replacement.